Event description:
It was stated that the flange of the tracheostomy tube was broken; therefore, the tracheostomy tube might not remain properly positioned in the trachea. The status of the product at the time of event is unknown. The distributor cirúrgica fernandes was not notified about this incident. There is no sample available for evaluation. The event was classified by the customer as type ii- medium risk and the type of procedure was classified as rehabilitation. There was no reported patient involvement or harm. Anvisa report (B)(4).

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.